Event description:
The healthcare professional (hcp) of a clinical study reported that there was reduced efficacy. The outcome was ongoing. Interventions included reprogramming. The patient reported that the device had previously been working very well in reducing her pain, however, the patient did not feel it was working correctly at the time of report. Device interrogation showed that the patient had been using the device almost constantly and the implantable neurostimulator (ins) status was okay. Imaging showed no lead migration and no problems with the device. The patient was not getting the pain relief that she was wanting for both back and leg pain. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as due to stimulation. Relevant medical history included: spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient exited from the study. The manufacturer's device was replaced with another manufactures device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved at the time of study exit, death, or study closure. Interventions included explanting and not replacing the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.